Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. No recent change record related to the customer¿s allegation was identified. A batch MDR is being submitted to represent the 15 samples in this run. This will represent on event on a single device as per FDA guidance ((B)(6)). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for kit cobas 6800/8800 sars-cov-2 480t. A customer from austria alleged that they received potential false results for 16 patients¿ samples tested with the kit cobas 6800/8800 sars-cov-2 480t analyzed using the cobas 6800/8800 system. The customer reported that they observed target 2 positive results for 15 patients¿ samples and a target 1 positive result for one patient¿s sample. The customer reported that some patients¿ samples were recollected and retested, others the initial collection was used, and/or repeat tested on the competitor eua platforms that generated negative results. The newly collected samples retested on the cobas 6800/8800 system also generated negative results. No harm or injury was indicated. The results were reported to the patients / medical personnel and authorities. The investigation to assess the customer allegation was performed. An investigation was performed which did/did not identify any product issue.